Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue. In speaking with olympus technical assistance center (tac), the customer reported an error 102. The customer said the spare lamp indicator was not turning on but the main lamp was on. When the customer was asked to check the led indicator, she doesn¿t know that the light emitting diode (led) indicator was for lamp hours. The call was ended and no more troubleshooting could be performed. After looking at endoscopy service (es) web technical manual , the error e102 has to deal with a temperature switch. It is unknown if the cooling fans were working or if the vents were blocked. The customer was advised to call back. Three attempts were performed to obtain additional information, but no response was received from the customer. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the lightsource had an error 102. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the device was not returned to olympus, and no further information could be obtained. Thus, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.